Event description:
The customer's mother reported that the insulin pump alarmed no delivery during rewind. Customer stated that the insulin pump was not working at all. Customer's blood glucose was unknown. Customer was transferred to help line due to incomplete verification. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.